Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - a "light screen and 5 volt" alarm occurred. There was a delay in treatment until another intra-aortic balloon pump (iabp) was received from another hosp. There was no reported pt injury or death. Findings/actions taken: 5 vdc checked good. A +12 volt reads 5 volt when powered on - second check was 2.3 volt. Replaced power supply, all voltage checks good. Performed electrical safety check and functional check. Passed all checks (electrical and functional). Iabp under warranty.